Event description:
A report was received that the patient was allergic to the stimulator. Symptom of swelling was noted. The patient was prescribed with allergy medication.

Manufacturer narrative:
Additional information was received that the patient could not bear the itchiness, however, the physician believed that the patient was not allergic to the scs. The patient underwent an explant procedure. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 2000020304, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was allergic to the stimulator. Symptom of swelling was noted. The patient was prescribed with allergy medication.